Event description:
Caller reported that a malfunction occurred on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent, advised the customer on using a backup insulin delivery method of multiple daily injections (mdi), and provided instructions for returning the malfunctioning pump.